Event description:
Customer reported a button error alarm. Customer tried clearing the alarm but didn't work. The blood glucose reading is 267 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.